Event description:
Device report 2 of 3: reference MFR report: 1627487-2011-09156, 09158. The patient received the scs system including three different types of leads on (B)(6) 2010. It was reported the patient is without stimulation. Patient is unable to adjust the amplitude settings using the patient programmer and as a result is unable to lower the amplitude. The patient is scheduled to meet with sjm representative to troubleshoot the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.